Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Component failure of pump head. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of pump head. The cause of the pump head failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a component failure of the pump head. There was no patient involvement.